Event description:
It was reported that during an implant procedure prior to wound closure, this right ventricular (rv) lead exhibited high shock lead impedance measurements, measuring greater than 130 ohms. The attempted lead was removed, and a new lead was implanted successfully. The lead is expected to be returned. No adverse patient effects were reported.